Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fallen part could not be determined. It is possible that the issue was caused by stress of repeated use, external factors, or handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a cut in the bending section cover; as a result, water tightness was lost. In addition to the missing bending section cover, additional evaluation findings are as follows: due to adhesive peeling of the bending section cover, insulation resistance did not meet the standard value; the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the eyepiece had discoloration, the up/down plate had discoloration, and the connecting tube had a dent. The following device components were also found to be scratched: control unit, grip, up/down plate, angulation lever, universal cord, protector of the universal cord on the control side, light guide connector, and the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a bending section cover was peeling on the oes bronchofiberscope. Upon inspection and testing of the returned device, it was found that the bending section cover was falling off the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.